Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed the loading process. The customer acknowledged that they had initiated the cartridge change but had not completed the load process. As a result, the customer then experienced an elevated blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via pump to address bg.